Event description:
The flexible cable fiber optic failed during set up, delaying care for this patient. Multiple failures of this device have been noted, but not reported.

Event description:
The flexible cable fiber optic failed during set up, delaying care for this patient. Multiple failures of this device have been noted, but not reported.